Event description:
It is reported that the pt's left knee was revised in 2008. The tibial baseplate was explanted and replaced with a stemmed tibial baseplate. Implant date is unk.

Manufacturer narrative:
Evaluation summary: the product was not returned nor were x-rays available for review. The item and lot number info is also unk. Based on the available info a definitive cause can not be determined. Evaluation: results: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened, zimmer, inc. Considers the investigation closed.